Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Additional information: no causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing. Minor scratches found on liquid crystal display lens screen. During functional testing, the downstream occlusion sensor seal was damaged/degradation. However, the pump was stuck/jammed issue could not be duplicated. Root cause is unknown. Replaced downstream occlusion sensor seal and performed a full standard preventative maintenance.

Event description:
Additional information received on 29-oct-2021 via email: no occurred while the patient uses the device and no patient injury.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a bubbled downstream occlusion sensor, dso. Additionally, the pump was stuck/jammed while running. It is unknown if there was patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.